Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation of the pulse generator, stored episodes of inappropriate mode switch and high ventricular rate due to noise were observed. The noise could be reproduced with pocket manipulation and isometrics. The device was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.